Event description:
The report received indicated that on the second inflation of the balloon catheter, the balloon appeared to extend 5-6mm beyond the distal marker band. There were no anomalies noted on the packaging or during prep. The procedure was finished with the device, and there were no defects noted after patient removal.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Additional information will be submitted within 30 days upon receipt.